Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing lead impedance greater than 3000 ohms and atrial tachy response (atr) events with noise and loss of capture (loc). Technical services (ts) was consulted and identified signal artifact monitor (sam) episodes due to noise in the ra lead. Further information received, indicates that reprogramming configurations were performed. Patient is awaiting lead revision. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide additional information in event description and coding. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing lead impedance greater than 3000 ohms and atrial tachy response (atr) events with noise and loss of capture (loc). Technical services (ts) was consulted and identified signal artifact monitor (sam) episodes due to noise in the ra lead. Further information received, indicates that reprogramming configurations were performed. Patient is awaiting lead revision. This ra lead remains in service. No adverse patient effects were reported. Additional information was received. Atrial lead fracture was identified and replacement is being considered. At this time the ra lead remains in service. No adverse patient effects were reported.